Manufacturer narrative:
(B)(4). Additional information received indicates that the patient has elected not to replace the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient heard tones from the device following a magnetic resonance imaging (MRI) scan. At a later follow-up appointment, it was found upon interrogation that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). Additional information received indicates that the physician will follow up with the patient. No surgical intervention has been scheduled to date. This report will be updated should further information be received.